Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a tubing separation. Prior to patient use while priming the tubing set with normal saline, the tubing separated from the option-lok male adapter. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.